Manufacturer narrative:
Product event summary: analysis confirmed that the slave port connector is loose and that the EKG (electrocardiogram) signal is unclear due to the noise from loose ECG (electrocardiogram) connector on a printed circuit board assembly. Analysis also found the power cord bay is broken and power cord door is missing from assembly. Right keyboard hinge is broken. It is noted that there was no stylus with programmer.

Event description:
It was reported that the programmer displays "noise" when connected to a (slave) cable. It was also reported the slave cable port (black port) is loose. Unable to get clear EKG (electrocardiogram) signal due to noise. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.